Event description:
It was reported by the customer's mother, that the customer received excessive no delivery alarms. Customer's blood glucose level at the time 240 mg/dl. Troubleshooting occurred. No additional info is provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.